Manufacturer narrative:
Concomitant medical products: product ID: 377875, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 377875, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was limited in settings, programmer stated that settings unavailable. Patient stated it started in december. An impedance checked showed 0,2,3 40k ohms. Reported if programmed on other lead there was bilateral coverage and unacceptable for work. A possible lead revision was discussed. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 377875, serial# (B)(4), implanted: (B)(6) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported cause of the high impedances was not determined. The issue was not resolved and they were waiting for a consult with the healthcare provider (hcp). No further complications were reported/anticipated.